Event description:
It was reported that during the troubleshooting for an unrelated alarm, the patient found a green fragment inside the cassette that they used for automated peritoneal dialysis (apd) therapy. The patient found the fragment after they disconnected from the homechoice (hc) device. The patient stated that they did not notice anything unusual prior to using the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.